Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported as pulled apart from the cadd tubing by the patient. When the patient was playing with the tubing, the spiros was removed. The patient and/or nurse did not need or receive medical treatment due to this incident. There was no report of human harm.